Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons were hard to press and did not want to work. The screen was hard to see. During rewind the insulin pump made a grinding noise. The customer was going into insulin shock all the time and one time their blood glucose went below 10 mg/dl. Customer's blood glucose level was not reported. The device was not returned.